Manufacturer narrative:
(B)(4). Multiple MDR¿s were submitted for this event. Please see reports: 0001822565 - 2017 - 06835. Report source foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the acetabular shell could not be firmly fixed into the hybrid shell inserter. No delay to surgery or patient consequence was reported. No further information has been made available.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). During investigation it was found that the cup was able to mate with the inserter without problem. This product is not involved in the reported event. The previous medwatches should be voided as they were sent in error.